Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a cut in the cassette sheeting. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak from the cut in the cassette sheeting. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the sample evaluation of a returned homechoice cassette, it was discovered that there was a cut in the cassette sheeting which leaked during sample testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.